Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural images submitted for review confirmed that the first valve system migrated into the ascending aorta and a second valve system was loaded and implanted inside the first valve at a deeper depth. The first valve was constrained at 80% as seen in the imaging provided. There was no imaging confirming the causes for the migration as stated in the event report. Valve under-expansion/constraint can be affected by multiple factors such as patient anatomy (e.g. Calcification location and levels) and procedure related factors (e.g. Valve positioning). Dislodgement of the valve by the distal tip is related to operator technique or experience; the device instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Additional potential factors that can influence a dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. With the information available, the root cause of the under-expansion and dislodgement event cannot be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: d -evprop2329us, serial/lot #: (B)(4), ubd: 25-feb-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at eighty percent deployment, the valve appeared to be constrained but was seated at the proper anatomical placement. At release, the valve migrated superiorly and during the nose cone recapture it embolized into the ascending aorta. It was noted that the nose cone or another portion of the delivery catheter system (dcs) may have interacted with the valve causing the dislodgement. As a result, a second valve was implanted valve in valve. Of note, there was minimal calcium distribution. No additional adverse patient effects were reported.